Event description:
It was reported that during the lithotripsy procedure, the fiber broke about 40 cm into length of the body, the staff tried to cut the broken part but the fiber broke again. The procedure was completed with a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found the fiber was received in one piece; however, the fiber measured 191.1 cm given the length of the fiber the fiber was received broken. The tip was degraded. During functional testing of the subminiature version a (sma) connector did not have defects and the aiming beam was bright and distorted. During functional testing "treatments used 4. Treatments left 6" was displayed. The labeling review found that the product IFU stated that the inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Return it to the supplier for replacement. And fiber specifications for fiber length for slimline sis is 310 length in cm (+/-25 cm). Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the lithotripsy procedure, the fiber broke about 40 cm into length of the body inside the rigid scope, the staff tried to cut the broken part, but the fiber broke again. The procedure was completed with a new fiber. There were no patient complications.